Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's battery was depleting faster than normal. After review of the pump data it was noted that the battery only depleted from 100% down to 75% over three days despite being in use. There was no impact to the customer's blood glucose (bg) level due to the battery issue. Additionally, the customer reported that the pump feels warm. The customer stated no temperature alarms were given by the pump. The customer's blood glucose level was impacted (high 200s mg/dl). The customer delivered a correction bolus and shot of insulin to correct bg level. It was indicated that the customer would continue using the pump until the replacement was received.